Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no lot number being provided. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. Supplier reported product met specification. No further medical assessment is warranted at this time.¿ we have been unable to identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported a skin trauma on abdomen on primapore removal. Water blister, skin tear, skin breakdown was observed. An adhesive remover was used on patient.